Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. This failure is being investigated under supplier (B)(4)and mitek (B)(4). The root cause has been attributed to the material selection combined with off axis use. These drivers are made of 440c stainless steel which has a low fracture toughness, making it more susceptible to fractures and breaking. This product is being recalled after initial investigation of this failure (qrb 732605). Reference internal recall number 1221934-05-10-17-001-r. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4) - incomplete. Depuy synthes has been informed that the lot number is not available.

Event description:
The affiliate reported via email during the intervention latarjet experience coracoid top hat drill broke and was retrieved. The intervention was continued with another device. No incident patient reported. No extension of the operation more than 30 minutes.